Event description:
The physician attempted an arteriotomy closure with a closer s 6fr. The location and size of the common femoral artery was verified under fluoroscopy. The physician denied any difficuties with insertion of the device. Mark was reportedly acheived. The foot was deployed without difficulty and the needles were plunged. The physician met resistance when attempting to park the foot, and was unable to rest the lever against the body of the device. At that point the physician was unable to advance or withdraw the device. The phyician re-deployed the foot and was then able to park it. The physician withdrew the device and noticed the missing foot. The physician was unable to locate the foot under flouroscopy. The pt has no signs of embolization. The pt reportedly did well and was discharged home three days after the procedure "as usual". Although requested, no additiona info was provided.